Event description:
It was reported that the catheter was inserted by another customer, clinique, on (B)(6) 2012, then transferred to the dialysis center. A leak from the extension lines of the catheter placed in the pt's right internal jugular was found. As a result, the catheter was removed (B)(6) 2013 and replaced with a new catheter without issue. At this time there are no additional details as to where the catheter leak was found and if multiple lines were leaking. There was no reported delay, death or complications to the pt.

Manufacturer narrative:
(B)(4). The device was discarded.